Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented with infection. And improper healing at the implantable cardiac monitor incision site, during follow-up in the clinic. The implantable cardiac monitor was explanted, due to infection. The patient was in stable condition throughout the procedure.